Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there was insufficient reprocessing, members were not completing manual cleaning steps correctly. Staff members wiped off the insertion tube, however the endoscope contact time in detergent was not being achieved completed as well as accessory valves not being properly cleaned on the gastrovideoscope. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: h2, h3, h4, h6, h11. The device was not returned to olympus for inspection; however, an endoscope support specialist (ess) conducted an onsite inspection. And the or director was made aware of the changes needed. In addition, the ess, informed the staff when reprocessing was performed incorrectly and reminded the staff to utilize wall charts and the instructions for use. A root cause could not be identified. Based on the results of the investigation, a probable root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.